Event description:
The customer needed to know when their last bolus was. The customer stated that they had a low bg reaction and passed out. Troubleshooting was performed. It was found that they took 12u bolus in the morning before they ate, and that was the last bolus they had for the day. Then a couple hours later they passed out due to over dosage of insulin. The customer's son found pt and gave the customer glucose. The customer tested their bg before the end of the day and it was high. The customer took 8u bolus to treat their bg.